Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirmed the active metal tip was broken in half and the distal portion of the tip was not returned. The device was forwarded to the supplier for further evaluation. Per the supplier investigation, the device shows signs of activation with blackening/ charring on the section of active tip that remains, and the active tip is broken at the midpoint of the tip face. The device passed all continuity and hipot tests. Flow rate test was conducted, and the measured flow rate met specification. No additional functional tests were conducted due to the device being returned without a plug and the state of the active tip. The exact cause of the broken tip failure cannot be conclusively determined. The flow rates achieved suggest that the tip damage was not a result of excessive heat. It is not clear what has caused the tip to break in this manner; excessive force being applied to the distal tip during use or dropping the device could be a factor although there were no obvious signs of misuse or improper handling based on the evidence presented. The potential root cause of the complaint has been reviewed against the supplier risk analysis document and is consistent with the expected outcome of such an event. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the electrode extremity broke during use and stayed in the surgical site. The surgeon had to use a clamp to retrieve it. No patient consequence. The event already happened before without statement, no more info provided. Additional information received via email from the affiliate on 7-10-2017. This event happened in another procedure. This was not reported. Affiliate submitted second complaint on ID (B)(6) on 7-19-2017. Additional information received via email from the affiliate on 7-19-2017. A lot of force was not used on the device. There delay was 5 minutes. The procedure was completed with another vapr.